Event description:
During a follow-up in clinic, the device was noted to be in backup mode. Technical support (ts) was contacted and the nominal settings were restored. A few days later, the device entered backup mode once again. Ts attempted to restore nominal settings, however, was initially unsuccessful. During this time, an error message displayed during inductive telemetry. Finally, the device was reprogrammed successfully. The patient was stable and will continue to be monitored.

Manufacturer narrative:
This device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The reported event of inability to interrogate and backup mode were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found in normal range. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
Additional information received indicated the device entered backup mode again. The device was explanted and replaced. The patient was stable.